Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article "does prosthesis design affect the need for secondary resurfacing in total knee arthroplasty?" By michael t. Hirschmann and niccolò rotigliano published by the orthopaedic journal of sports medicine doi: 10.1177/2325967116s00052 was reviewed. The article purpose: to compare the rate of secondary resurfacing in consecutive series of five different tka systems. The article reports: twenty-six of 784 patients (3.3%) underwent secondary resurfacing due to patellofemoral pain during follow-up. Of these, both depuy products had significantly higher rates of patella resurfacing than the other three competitor groups. Group b, which consisted of only pfc sigma knees had a secondary resurfacing rate of 7%. Group c, which consisted of only lcs depuy knees had a secondary resufacing rate of 5%. These two rates were roughly seven times worse and five times worse than competitors (on average) respectively. Reasons for revision were not disclosed therefore limiting our understanding of the full extent of these adverse events. Primary resurfacing was not conduted with any of the procedures. Cement usage and manufacturer were not disclosed. Depuy products involved: pfc sigma and lcs.